Event description:
Catheter inserted 11/5 0.45 and discontinued 11/6 0500 due to leakage 5 mm and 11 mm proximal to pigtail hub end of catheter. Catheter had been urokinased after insertion to remove coagulated blood. Catheter had to be manipulated by radiologist into acceptable position.